Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized due to other indication and got peritonitis during hospitalization. The patient was treated with vancomycin injection (1g/ once daily/ intraperitoneal) and amikacin injection (150mg/ once daily/ intraperitoneal) for peritonitis and ongoing. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.